Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a complaint history review and service history review for similar complaints was performed for the aia-900, serial number 10915108, from 16-dec-2016 through 16-jan-2017. There were no other similar events identified during the searched period. The estradiol st aia-pack e2 package insert under limitation of the procedure, page 8, stats: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). The most likely cause of the reported issue may be related to bubble formation or fibrin with the sample in question; however, it was not be reproduced.

Event description:
On (B)(6) 2018 a customer reported getting an initial estradiol (e2) patient result of 117 pg/ml on the aia-900 instrument and 2809 pg/ml upon repeat. The patient result of 117 pg/ml was reported out of the lab and questioned by the physician because it did not match the patient's clinical history. The patient is known to have a higher result, which was repeated and confirmed at 2809 pg/ml. The customer reported that quality controls were within acceptable range and other e2 patient results were reported at expected values. The technical support specialist instructed the customer to run one (1) patient sample ten (10) times to check for precision and all results were very close. It was not possible to determine what caused the erroneous e2 results for patient in question. It is possible that it may have been caused by a bubble or fibrin in the sample, but could not be reproduced. There is no indication of any patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.